Event description:
The customer contact reported that the patient rec'd less medication than intended. On (B)(6) 2014 at 0200, the pump was programmed to deliver immunoglobulin (ivig), with a concentration of 5mg/100ml, at a rate of 15ml/hr, with a vtbi (volume to be infused) of 464ml, for a duration of 10 hours, and the delivery was started. The customer contact reported that the delivery rate was to be increased by 5ml/hr until a rate of 35ml/hr was reached. The customer contact indicated that the delivery would involve a total of 5 bottles and the delivery was expected to be completed by 1700. It was reported that the nurses were instructed by the physician to keep the empty bottles; however, the bottles were not saved by the night nurse, it was reported that 3 bottles were retrieved. At this time, it was noted that 30ml of solution remained in one bottle and 35ml of solution remained another bottle. It was unknown if any solution remained in the third retrieved bottle. It was reported that the physician concluded that the device under delivered by 30ml. No specific details were provided. The customer contact reported that the pump used was retrieved. The customer contact reported that the memory indicated that the total volume infused was 461ml instead of the intended 464ml. There were no reports of any adverse patient effects. No medical interventions were reported. No add'l info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.